Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, red particles, flat creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. The reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device was explanted.